Event description:
Abrupt pump stop on (B)(6). Susp pump malfx/thrombosis. Integrilin start & controller replaced. (B)(6) gib. Integrilin stopped. (B)(6) she had a retroperitoneal bleed a/w extreme pain. Sedation led to bp drop and anuria. Support withdrawn on 4/4. Primary cod: withdrawal of support, specify death due to device malfunction: unknown patient death date: (B)(6) 2014.